Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement. Interrogation of the device prior to the procedure revealed that the right atrial lead was oversensing noise, leading to some short episodes of inappropriate automatic mode switch. The new device was reprogrammed to address the atrial lead oversensing. The patient was asymptomatic and in stable condition.